Event description:
It was reported that during a da vinci s lower anterior ressection procedure, the isi clinical sales representative (csr) who was in attendance, observed arcing coming from the monopolar curved scissors (mcs) tip cover accessory which was installed on the mcs instrument. This occurred during the starting phase of the mesorectal dissection. The csr advised the surgeon to stop using the instrument and replace the tip cover to continue the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found a very small .010" x .005" oval shaped hole in the silicone of the tip cover. The hole is located .250" above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. There is a tear that bisects either side of the hole. The tip cover also has various mechanical tears and gouge marks, roughly 90 degrees from the hole.